Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that communication with the processor became impossible due to break of cable, then the phenomenon occurred. The break of cable might be due to user's handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that after the surgery, no image was displayed. The facility finished the case with the subject device. The subject device was used in combination with otv-s400. There was no report of patient injury associated with the event.